Manufacturer narrative:
(B)(4). Section d4: additional UDI details for the resuscitator: (B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in south africa reported that the peak inspiratory pressure knob of a rd900aeu neopuff infant resuscitator does not move smoothly and is difficult to adjust. It was further reported that 20 other neopuffs were affected. There was no patient involvement.